Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. The download data showed that the device completed both priming sequences and deliver 55 pulses, 45 of which were first prime. The download data also showed that timeouts and a drive stall occurred towards the end of the priming sequence. The device was paired to a pdm and delivered a 5u bolus without replicating the timeouts or drive stalls. During the rerun of the device, the device deployed as intended. The needle mechanism and drive mechanism were observed and no deficiencies were found that would have caused the device to not deploy. The device did not deploy due to drive stalls not advancing the ratchet gear to the deployed position by the end of second prime. No other damages or deficiencies were observed during the investigation.